Manufacturer narrative:
Tracking #.49159. H6; broken staple. D5,6; h4: info not available. Based upon the inquiry info rec'd and the visual examination, it was concluded that the instrument was returned with a broken staple and with stress marks on the staple, end effectors, and pushrod hole area. No functional testing could be performed due to the condition of the instrument returned. No conclusion could be reached as to how the instrument had become damaged.

Event description:
It was reported during a laparoscopic cholecystectomy while using the dsg23 the grasper jaw dislocated at the hinge pin. Another was used to complete the case. There was no consequence to the patient.